Event description:
The customer called with a complaint that part of the screen on their meter is missing. During the troubleshooting process, it was determined that most of the segments were missing from the tens and hundreds positions of the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided.